Event description:
A distributor contacted stryker to report that a customer's device did not work during a rescue. The device gave a low battery message. It was also reported that the battery was flat. Should this reoccur the device may fail to power on. Failure to power on device may prevent or delay defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to a significant undervoltage from the returned pad-pak. Information from the history log indicates the device had recorded multiple low battery fails during manual power ons. The user would have been alerted with ¿waning, low battery, device service required¿ during each power on, alongside a flashing red status led. As the device would not power on during the reported rescue attempt, there was no event data to review. As per the user manual, upon hearing the low battery warning, the user should prepare the spare pad-pak for use and order a new pad-pak as soon as possible. Information from the history log showed temperatures of -1.7ºc and -0.6ºc recorded on the 17th and 31st january 2021, which are below the indicated minimum of 0ºc. This may have contributed to the failure. The device was scrapped by heartsine.

Event description:
A distributor contacted stryker to report that a customer's device did not work during a rescue. The device gave a low battery message. It was also reported that the battery was flat. Should this reoccur the device may fail to power on. Failure to power on device may prevent or delay defibrillation. This issue is patient related; however there was no adverse event reported.